Event description:
During a procedure, the quantum maverick monorail ptca catheter balloon ruptured at 9atms on inflation. The number of inflations and to what atms is unk. No information provided on the lesion or anatomy. All concomitant using products were unk. The quantum maverick monorail ptca catheter balloon was being used to post-dilate a cypher 18 x 2.5 stent. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.